Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, the customer experienced a low blood glucose (bg) level of 40 mg/dl. Bg cause was suspected to be due to poor diabetes management; however, details were not provided. Multiple attempts were made to follow up with the customer regarding the reported issues; however, no response from the customer was received.